Event description:
Additional information was provided on 2019-dec-30 stating the infection had been resolved and the customer discarded the explanted device.

Manufacturer narrative:
Continuation of d11: product ID: 748251, serial#: (B)(6) implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type extension. H6: method code. Updated from 4117 to 4115. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), product type: extension. Product ID: 748251, serial/lot #: (B)(4), ubd: 27-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated that they were just called by the patient¿s nurse practitioner and they explained the patient¿s wife called stating the patient pulled out their wire on the left side. The hcp instructed the patient to go to the ER and they were heading there now with a surgery scheduled for sunday or monday. It was unknown exactly what it was meant by ¿pulled out the wire.¿ it was speculated whether the patient had erosion or literally pulled the wire out of the ins header. The rep would follow up for more information.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-12-11 additional information was provided clarifying that the patient had pulled out the lead extension from the neck and broke the lead connection at the extension/lead junction. The connection to the pocket was stated to be intact. On (B)(6) 2019 the "entire system" was stated to have been explanted. The ins pocket was infected. On (B)(6) 2019 was clarified by the healthcare provider (hcp) that only the lead and ins on the left side had been removed due to infection. The infection was stated to be confirmed.